Event description:
Revision copeland shoulder to delta extend monoblock reverse. When inserting the metaglene one of the screws sheared off at the shaft and the remaining of shaft is I the patient and the head is available to be sent back for analysis.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: a manufacturing record evaluation was performed for the finished device 103790036, lot 5360073, and no non-conformances / manufacturing irregularities were identified.